Event description:
The customer reported the endoeye flex deflectable videoscope image is blacked out. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This reported is related to patient (B)(6) for the visera elite video system center that was used with the endoeye flex deflectable videoscope.

Manufacturer narrative:
The device has been received however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Upon further testing, it was determined that connector board was faulty. The event was most likely caused by electrical damage, as no abnormalities were found in the appearance of the board. Electrical damage was most likely due to the accumulation of electrical stress due to repeated energization, accidental overcurrent such as the application of static electricity, or deterioration over time due to repeated use. The device was evaluated where no abnormalities were found that could have caused or contributed to the potential adverse event. Olympus will continue to monitor field performance for this device.